Event description:
It was reported that during implant the cuff was too tight with an artificial urinary sphincter (aus). The 4.0cm aus cuff was not implanted and a new 4.5cm aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.